Event description:
This complaint is from a literature source. The following literature cite has been v r, apte ap, gottemukkala ar, annapareddy a, reddy avg. An incognizant glitch-pinnacle polyliner dissociation: a case report. J orthop case rep. 2021 nov;11(11):92-94. Doi: 10.13107/jocr.2021.v11.i11.2530. Pmid: (B)(4); pmcid: (B)(4). Objective and methods: case report: a 31-year-old male presented with failed competitor femoral head fracture fixation for which total hip replacement was done. The patient received a pinnacle cup with 2 acetabular screws and an unknown depuy polyethylene liner. The manufacturer of the stem and head were not specified. Postoperatively at 18 months, he noticed a pain and catching in his groin. After radiographic imaging, he was diagnosed with pinnacle liner dissociation causing the unknown head to articulate directly with the shell. The patient received a revision where the unknown head and liner exchange with cup and unknown stem retention. The authors note one screw was removed, no reported product problem, as the cup was well-ingrown, and the removal accommodated the new acetabular liner. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: pinnacle cup and unknown polyethylene liner: revised to treat pain due to disassociation of the liner from the cup.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.